Event description:
The pt contacted lifescan alleging the their one touch ultra meter had meter issing segments. The pt described feeling tired, grumpy, sweaty, confused, having blurry vision, fatigued, and headache. They tested while experiencing symptoms and obtained a 380 mg/dl. They took insulin following the use of the meter. Approximately 1 to 2 hours later, the pt was taken to the hosp, where they were treated with insulin for a blood glucose result of 428 mg/dl obtained on the hosp's meter. The pt neither alleged harm or experienced injury or medical intervention due to the meter. They had elevated symptoms, obtained a high result on their meter, took appropriate actions, and was treated for elevated blood glucose levels at the hospital. Due to missing segments, there is an indication that the product malfunction and that the event meets the criteria for a medical device reportable. The meter was replaced.